Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of bent sensor cannula. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the light does not blink when connected to the transmitter. The customer reported no filament/cannula. The product was not returned for analysis.